Manufacturer narrative:
Internal complaint number: complaint- (B)(4). Investigation results pending device evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump inlet valve required a pull open current that exceeded the specification.